Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. If suction was activated and the distal end of the endoscope was pushed against the mucous, mucous can be damaged by the edge of the distal cover. The user handling of the attachment of the distal end cover was inappropriate and the distal end cover was broken. Mucous can be damaged by the edge of the distal cover. Omsc concluded there was no serious injury to this phenomenon because the user did not perform the additional treatment for the patient. If additional information becomes available, this report will be supplemented.

Event description:
During cleaning and disinfection, the cleaning staff of the user facility found that there was a piece of the mucosa tissue of the patient on the distal end cover, and the distal end cover was cracked. The doctor who was in charge of the procedure did not perform the additional treatment including the re-insertion of the endoscope for the patient because the doctor did not recognize that there is mucosal damage. There was no report of the patient's serious injury associated with this event. The patient did not have a medical history, primary disease, ulcer, or stenosis that could contribute to the injury.